Event description:
It was reported the patient with this neurostimulator had their tined lead revised. The patient was struggling with efficacy (symptom relief) after the initial implant and had multiple reprogramming and stimulation breaks. The physician replaced the lead and placed the new one on the contralateral side. The cs will follow up with the patient for the next three weeks to check on effectiveness post-revision. There were no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "inadequate/inappropriate treatment or diagnostic exposure" and "surgical intervention" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email. Block h2: type of follow up.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6.

Event description:
It was reported the patient with this neurostimulator had their tined lead revised. The patient was struggling with efficacy (symptom relief) after the initial implant and had multiple reprogramming and stimulation breaks. The physician replaced the lead and placed the new one on the contralateral side. The cs will follow up with the patient for the next three weeks to check on effectiveness post-revision. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "inadequate/inappropriate treatment or diagnostic exposure" and "surgical intervention" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient with this neurostimulator had their tined lead revised. The patient was struggling with efficacy (symptom relief) after the initial implant and had multiple reprogramming and stimulation breaks. The physician replaced the lead and placed the new one on the contralateral side. The cs will follow up with the patient for the next three weeks to check on effectiveness post-revision. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator had their tined lead revised. The patient was struggling with efficacy (symptom relief) after the initial implant and had multiple reprogramming and stimulation breaks. The physician replaced the lead and placed the new one on the contralateral side. The cs will follow up with the patient for the next three weeks to check on effectiveness post-revision. There were no patient complications reported.